Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd insyte¿ autoguard¿ bc catheters the blood control feature did not work. This event occurred 10 times. The following information was provided by the initial reporter. Minimal information supplied to date by customer. Only reported as "blood control failure".

Event description:
It was reported when using the bd insyte¿ autoguard¿ bc catheters the blood control feature did not work. This event occurred 10 times. The following information was provided by the initial reporter. Minimal information supplied to date by customer. Only reported as "blood control failure".

Manufacturer narrative:
Additional information has been provided adding to the previous MDR task please see below: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot#: 0169672. D.4. Medical device expiration date: 2023-05-31. H.4. Device manufacture date: 2020-06-17. D.4. Medical device lot#: 0363212. D.4. Medical device expiration date: 2023-12-31. H.4. Device manufacture date: 2021-01-04. H.6. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of these batches. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.